Event description:
It was reported that the customer went to the emergency room; details and nature of event were not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the customer declined to perform troubleshooting with tandem technical support and the alleged root cause could not be confirmed.